Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/21/2020. A manufacturing record evaluation was performed for the finished device ph6541 batch number, and no non-conformances were identified. Additional h3 device evaluation summary: an empty opened foil, a labeled winding former, detached needle and a suture piece of product code j341, lot # ph6541 was returned for analysis. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected. The edge of the barrel hole could be observed with marks due to use of a surgical instrument and a suture piece was noted still attached to needle. The suture piece was received with body fluids and only a section of the suture, the end was noted cut appears to be by use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance - pull off suture needle is an improper handling.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic enucleatic myomectomy on an unknown date and suture was used. When passing the needle through the myometrium, the suture was detached from the needle. It was not a control release needle. The needle was buried in the myometrium, so an additional incision was made, and the needle was retrieved. There were no adverse patient consequences reported.